Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 53 mm in diameter abdominal aortic aneurysm. It was reported that, approximately one month post index procedure there was occlusion within the endurant limb located in the right external iliac artery where the artery was tortuous. Per the physician, the cause of the event was due to the patient's vessel morphology. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex. Information is provided in the future, a supplemental report will be issued.